Manufacturer narrative:
The device was inspected and was confirmed to be fractured. Upon device history review, no relevant manufacturing issues found. Most likely the device fractured due to excessive impaction force applied during insertion into tight disk space.

Event description:
It was reported that; fracture of cage 7/30/4deg.

Event description:
It was reported that; fracture of cage 7/30/4deg.